Manufacturer narrative:
(B)(4)

Event description:
It was reported that the projected battery longevity was incorrect. It is unknown if the programmer was replaced. No further information was provided.